Manufacturer narrative:
Section d4: the lot number was not provided and was unable to be determined during investigation. Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the report of a frozen system monitor touchscreen was confirmed based on the evaluation by an abbott representative. The system monitor (serial number: (B)(6)) was returned to the service depot and the reported issue was confirmed. The screen was recalibrated and the system monitor to power module cable was replaced. The unit passed all functional checks and was returned to the customer site. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the heartmate system monitor (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev. B, section titled ¿setting up the system monitor for use with the power module¿) and the heartmate ii IFU (rev. B) under section 4 ¿system monitor¿. The heartmate ii IFU recommends that users contact abbott if the system monitor¿s screen is malfunctioning. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor connector had a bent pin on the power module and the system monitor had frozen. The system monitor and power module were exchanged.